Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, a foreign material came out of the nozzle, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. The foreign material was unable to be specified. Based on the information obtained, the foreign material was unable to be specified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance for this device.